Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of patient injury or death,

Manufacturer narrative:
A ge representative evaluated the system and replaced the frame grabber board. The system operates as intended.